Event description:
On 06/28/2014, the reporter contacted animas and alleged that the patient had a blood glucose (bg) as high as 520mg/dl, with symptoms such as extreme drowsiness/difficulty waking up/confusion. Patient has not yet gone to the hospital. But intends to go tomorrow, due to ongoing bg elevation over the past week, in the 400-500mg/dl range. Customer support found no discrepancies in the basal or bolus histories when troubleshooting, and no contributing disease management issues were identified. The patient discontinued pump therapy because of an alleged inaccurate delivery issue. This complaint is being reported because the patient experienced hyperglycemia and the pump cannot be ruled out as causing/contributing to the hyperglycemic event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.